Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced due to high pacing thresholds. The capped lead was indicated as usable. In addition, the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced due to elective replacement indicator (eri) and a report of early battery depletion. It was noted that the ra pacing output was programmed to higher values due to the ra lead pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).